Event description:
Report rec'd of an overdelivery of saline. The pump was programmed to deliver a dose limit of 1000ml of saline at a rate of 50ml/hr on the primary line and a dose limit of 100ml of an unspecified solution at a rate of 2ml/hr on the secondary line. The customer reported that the pt rec'd 700ml of saline; however, the pump display indicated that 72ml had infused on the primary line. The time frame for the infusion was not indicated. The pt did not experience any adverse effects. Though requested, no further info was available.